Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to inappropriate shocks resulting from oversensing of noise. A device to electrode connection issue was suspected in addition to a potential electrode fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspection identified a crack at a bubble in the polycin vorite inside the lumen distal to the notch. The crack is not to the surface, only inside the lumen. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to inappropriate shocks resulting from oversensing of noise. A device to electrode connection issue was suspected in addition to a potential electrode fracture. No additional adverse patient effects were reported.